Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke into two pieces and fell inside of the patient. All pieces were retrieved from the patient using the jaws of the device. No foreign materials were left inside of the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Updated sections: the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle as well as the c-ring. The plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring and the metal wire and c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke into two pieces and fell inside of the patient. All pieces were retrieved from the patient using the jaws of the device. No foreign materials were left inside of the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.